Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found poor tip take-up in the problem area due to a frozen plunger clamp ejection pin. The plunger clamp was replaced. The instrument was tested without further problem and returned to service.